Event description:
A patient's decease 3 months after right total knee replacement was reported.

Manufacturer narrative:
The event was reported from a retrospective post market clinical study. Further follow up was performed with the clinical site and our internal adverse event monitoring board and it was determined that this event should be classified as not device related.

Event description:
The event was reported from a retrospective post market clinical study. Further follow up was performed with the clinical site and our internal adverse event monitoring board and it was determined that this event should be classified as not device related.